Event description:
It was reported that the pressurewire x, wireless device was to be used in the left anterior descending (lad) lesion. However, the device failed to cross due to the anatomy. The device became kinked and after removal, the device became separated at the mid segment. The device was fully removed by this time. The procedure continued and was completed with a new pressurewire x, wireless device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The investigation determined that the reported failure to cross, bend/kink, and material separation are due to operational context. It is likely that either the patient anatomical condition (heavy calcification) or the use-technique(s) employed by the user caused the reported damage (such as bend/kink) to the guidewire which then caused the inability of the guidewire to cross the lesion. It is also likely that the device had severe bend/kink at this point, and when it was fully removed from the patient, the wire was separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9 - device available for evaluation updated from ¿yes¿ to ¿no¿.